Manufacturer narrative:
Analysis of the 9733856 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site had the scans pulled up in the software and then the system was left on that screen for hours and when the site came back the staff monitor displayed no input detected. The system was powered down and site swapped the system. There was no patient present when the issue occurred.